Manufacturer narrative:
The device has been received. The product analysis is not yet complete.

Event description:
The customer reported the nim did not work properly. There was no patient impact or injury.

Manufacturer narrative:
The product analysis indicates the nim 3.0 mainframe was received in good cosmetic condition. The customer's complaint was confirmed. The mainframe failed the lead-off test during incoming inspection. The main board failed, the touchscreen required calibration, and the software needed to be upgraded. The main board was replaced, the touchscreen was calibrated, and the software was upgraded. The mainframe was repaired and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.